Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inappropriate therapy or mis-diagnosis which was found to be downstream occlusion.. Downstream occlusion were verified through a review of the event history log and found to be caused by out of calibration force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced issue with the pump, inappropriate therapy or mis-diagnosis. There was no known patient injury or medical intervention associated with this event. No additional information is available.